Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 91 mg/dl. Additionally it was reported that the pump history did not reflect accurate data despite being in use. Customer¿s blood glucose level was 125 mg/dl. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.